Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of leakage with two infusion sets as she got insulin flow blocked during fill tubing and was alerted by insulin flow blocked alarm. No further information available.